Event description:
A hosp reported via our distributor that the restrictor in an infant breathing circuit easily popped out. No pt consequence was reported.

Manufacturer narrative:
The restrictor of the returned device was tested for tightness of fit between the red restrictor and the infant swivel wye piece of the breathing circuit. The diameter of the restrictor's taper connection was also measured. Results: the red restrictor was easily removed from the infant swivel. When measured, the diameter of the restrictor was found to be slightly smaller than its spec. A lot check revealed no other complaints for this lot number. Conclusion: a moulding error created a slightly smaller sle restrictor which made a loose connection with the infant swivel wye piece. Our monitoring and trending of loose restrictors no sle breathing circuits shows we have received 3 other similar complaints worldwide in the last yr to the end of august 2008 and have sold all units in the same period.